Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported needle to cuff miss however the treatment appears to be related to circumstances of the procedure as additional proglide devices were used to achieve hemostasis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using a pre-close technique via a 6f sheath prior to a transcatheter aortic valve implantation (tavi). Reportedly, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The tavi was performed using a 14fr sheath. Hemostasis was successfully achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.